Event description:
During a laser lead extraction, the md was unable to extract the cardiac lead, cut and capped the lld #2 and lead and abandoned them inside the patient. There was no acute injury to the patient, nor was there a malfunction of the lld #2.

Manufacturer narrative:
Device remains in the patient.